Event description:
Distributor contacted dexcom technical support on behalf of patient's mother (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the distributor contacted dexcom technical support on (B)(6) 2015 to report that the patient's mother reported the inaccurate values. No further event or patient information was reported.

Manufacturer narrative:
(B)(4).